Event description:
A customer reported that 1550 hemodialysis instrument removed 1.0 kg more than the target weight, during a hemodialysis treatment. According to the reporter, no patient injury or medical intervention required.

Manufacturer narrative:
The instrument was not made available for evaluation by baxter, however it has been evaluated on-site by facility's biomedical technician. The technician performed uf accuracy test two times. Both test confirmed that the device was within specification. After the evaluation the instrument was returned back into service and has been used since then with no issue. Baxter is monitoring issues like this. If additional information is discovered a follow up report will be submitted.